Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently warm to the touch when not connected to a power source. The pump "usually" became warm when pump was in pump belt under clothes. No temperature alarm occurred. Reportedly, customer put pump in a pump case. Blood glucose was approximately 200 mg/dl.